Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken wire. The user completed the procedure using a backup permanent cautery hook with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken pitch cable at the distal clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed.

Event description:
Refer to h10/h11 for follow-up information.